Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient reported mild adductors pain (spontaneous intermittent pain) during her 1st postoperative visit on (B)(6) 2016. The investigator saw patient on (B)(6) 2017 (1 year postoperative visit), she said that she had no pain more. We don't know the date of resolution. Treatment: paracetamol. Status of the event: resolved (device still implanted). According to the investigator, the event is related to the procedure. Date of procedure: (B)(6) 2016, date of onset event: (B)(6) 2016.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The product remains implanted. As an examination of the product may not conclusively confirm or disprove the report of pain, the physician's observations are accepted as such for the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances or capas could not be completed.